Event description:
Facility alleges further needle spontaneously disconnected at leuer connector and venous line. Occurred at on set of treatment. Pt restarted and treatment completed. Estimated bod loss > 100 cc. Pt later hospitalized for orthostatic hypotension.